Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a right trochanteric fixation nail (tfn) procedure on (B)(6) 2016 the distal tip of the helical blade coupling screw broke when the surgeon attempted to attach the helical blade to it. The broken piece was visible to the naked eye and the surgeon was able to retrieve it with a reverse cap, which caused a 15-minute surgical delay. There was another device available and the surgeon completed the procedure with no additional complications or patient harm. The patient's postoperative status was stable. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (helical blade coupling screw, part number 357.377, lot number 5359623). The device was received with the following complaint: "the distal tip of the helical blade coupling screw broke when the surgeon attempted to attach the helical blade to it. The broken piece was visible to the naked eye and the surgeon was able to retrieve it with a reverse cap, which caused a 15-minute delay. There was another device available and the surgeon completed the procedure with no additional complications or patient harm. The patient status was stable." This complaint is confirmed; however the ¿as received¿ condition is not consistent with the reported condition. The device was received at synthes customer quality in two (2)pieces, as the proximal knob broke off. The distal threaded tip shows no damage contrary to the reported condition. The thread and most distal feature (thread runout profile) is still intact around the entire circumference. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system per the associated technique guide. The device drawings were reviewed during this evaluation and the device is determined to be suitable for the intended design, application and dimensional conformity when used as recommended. As previously reported, the device history record review showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was returned and reported to have broken during surgery. This condition is confirmed; the proximal knurled head of the coupling screw has sheared off from the shaft of the device. The root cause of the complaint condition was determined to be likely due to several years of use and possibly poorly angled hammer strikes during surgery have led to this complaint condition. The balance of the returned device is in fairly worn condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.